Manufacturer narrative:
Plant investigation: an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. Simulated treatment was performed and completed without any unexpected alarms or problems occurring. The valve actuation test, system air leak test and patient sensor calibration check passed. The load cell verification was within tolerance. There were no discrepancies encountered in the internal inspection of the cycler. The record review confirmed the labeling, material, and process controls were within specification. There were no reported device malfunctions that would have caused the reported event.

Event description:
A peritoneal dialysis (pd) patient stated after completing treatment he felt full of solution still and when he performed a manual drain he took out 4000ml. The pd patient stated that he also had a large negative for the net ultrafiltration rate of -1679ml. Follow-up with the pd patient¿s clinic registered nurse (rn) stated the pd patient did not have fluid overload but did report abdominal discomfort. The last drain volume of 1919ml followed by a reported manual drain volume of 4000ml totaled a drain volume of 5919ml, which was 237% over the expected drain volume of 2500ml and resulted in a reportable device malfunction. The patient did not require medical intervention or treatment as a result of the overfill. Per pdrn dialysis was continued without any interruption.

Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient stated after completing treatment he felt full of solution still and when he performed a manual drain he took out 4000ml. The pd patient stated that he also had a large negative for the net ultrafiltration rate of -1679ml. Follow-up with the pd patient's clinic registered nurse (rn) stated the pd patient did not have fluid overload but did report abdominal discomfort. The last drain volume of 1919ml followed by a reported manual drain volume of 4000ml totaled a drain volume of 5919ml, which was 237% over the expected drain volume of 2500ml and resulted in a reportable device malfunction. The patient did not require medical intervention or treatment as a result of the overfill. Per pdrn dialysis was continued without any interruption.